Event description:
It was reported that system diagnostics resulted in high impedance (dc code 7 and limit). The system diagnostics were performed two times with the same results. The device was not programmed off after obtaining the high impedance result. It is uncertain if patient manipulation occurred that is believed to have cause or contribute to the high impedance, but the patient had no injury occur. X-rays were taken and sent to device manufacturer for review. The x-rays were reviewed by device manufacturer on (B)(4) 2013. Based on the x-rays received there were no visible anomalies or lead discontinuities observed that could have been causing the reported high impedance. However, due to the images available and quality, the entire lead body and generator could not be assessed. Surgery is likely; however, has not occurred to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Device manufacturing records were reviewed. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Review of manufacturing records for both the lead and generator confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.